Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving morphine (20 mg/ml at 2.25 mg/day) via an implanted pump. The indication for pump use was chronic low back pain and non-malignant pain. On (B)(6) 2017 it was reported that an alarm was heard and telemetry confirmed a critical alarm was occurring. The pump logs indicated ¿low battery reset occurred¿, ¿reset occurred¿, and ¿safe state occurred¿ on (B)(6) 2017. The patient had symptoms of withdrawal, return of pain, and flu-like symptoms which had started suddenly. The patient was being managed orally until the pump could be replaced. The patient currently had ulcers in her lower extremities but once that was resolved they would be replacing the pump. No further patient complications have been reported as a result of this event.